Event description:
Reporting status: serious injury/hospitalization /medical intervention. Reporting rationale: bradycardia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the pt underwent stenting of the proximal rca with a xience v stent in 2008. Post procedure, the pt experienced sinus bradycardia with a rate of 28. A temporary pacemaker was inserted as treatment. Two days later the bradycardia resolved. No additional event or pt information is available.